Event description:
It as reported that the customer was hospitalized on (B)(6), 2014 due to diabetic ketoacidosis. Prior to hospitalization customer changed infusion set and cartridge, and has received multiple occlusion alarms. Customer noticed small air gaps throughout tubing. Customer loaded cold humalog insulin to fill cartridge. Delivery sys check was performed and found there is blockage in the cartridge. Customer was treated with intravenous insulin and saline while in the hosp.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted. Per tandem's user guide, "insulin should be at room temperature before filling cartridge."